Event description:
It was reported that the patient's atrial lead dislodged, and due to rigidity of the lead, it resulted in dislodgement of the left ventricular lead. Dislodgement of both the atrial and left ventricular leads was confirmed through diagnostic imaging and visual examination. The helix of the atrial lead was also noted to be out of position. Both leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. S-curve hump height was measured to be within specification. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.